Event description:
It was reported, the torx head of the blade is visually damaged. The actual threads are twisted due to the amount of torque being applied. This makes it more difficult to pick the screws up and insert. Also, 3 of the screw heads were stripped.

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental report.